Event description:
It was reported by the customer that a pyxis medflex system matrix drawers was failed and unable to cycle count. Customer stated that the drawer was not open and unable to cycle count levothyroxine 25mcg tab. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawers 4-8 unable to respond or open. A field service engineer stated that there was a delay in patient care workflow. A field service engineer rebooted station and called medbank support and then all drawers now communicating to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.